Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not charge their ipg as recommended. As a result, the ipg became inoperable. Surgical intervention was undertaken on (B)(6) 2020 wherein the system was explanted.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.